Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI, and manufacturing date not available for this system at time of filing. The issue was resolved by disconnecting and reconnecting the axiem cable and restarting the system. System is fully operational. Part not returned.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when testing the system, she had a couple of occasions where the axiem status turned red and the emitter status was blank in the emitter details window. There was no patient present.